Event description:
Additional information reported the patient had infection 21 days after implant. It was noted the infection was in the pocket. It was noted they ¿cultured everything out but nothing grew.¿ it was noted the patient still had an abscess but was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient developed a pump pocket infection. The pump and catheter were explanted. At explant cultures were taken at the pump pocket site and per the reporter ¿all product sent as part of specimen and cultures¿. It was unknown what organism was cultured. The patient required antibiotic treatment. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver lioresal. Additional information later reported it was unknown if the cause of the infection had been determined. There was no further troubleshooting done or action taken. The patient was started on oral baclofen after surgical explant of the pump and catheter. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).